Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse effects reported. The product was explanted.

Event description:
Additional information was received from that patient and family. It was noted that they believe this new device was contaminated. Further information was also provided where it was noted that after this device system was explanted a vacuum assisted closure (vac) dressing was placed, and subsequently the patient was placed on a heparin drip due to other cardiac related issues. A large wound hematoma then developed, and was initially evacuated at the bedside, however, then reoccurred and surgical evacuation was performed and another vac dressing was used. Blood transfusions were also required during the patient's hospital stay due to anemia and hypertension. A new pacing system was implanted in the right chest five days after the hematoma was surgically evacuated.